Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue; condensation in the display. The pump was exposed to water the prior day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings: the battery compartment and cap were found to be intact with no physical damage noted. The pump powered on normally and the pump was exercised for 24 hours without overheating or alarms occurring. The pump electrical current draws were tested and were found to be within specifications. A leak test was performed and the pump was found to be leaking from a crack in the top corner of the display lens. The pump cover was removed and moisture damage was found inside the pump.